Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer also reported receiving calibration error and change sensor alerts. Blood glucose at the time of the alerts was 81 mg/dl. The sensor was returned for analysis.